Manufacturer narrative:
(B)(4). There are discrepancies regarding the symptoms from the initially reported information for this patient event. Further attempts to obtain clarification and specific information surrounding the event details have been made and will be submitted upon receipt accordingly. This is one of five device reports associated with this event for this patient; associated manufacturer report numbers: 1225714-2013-03838, 1225714-2013-03839, 1225714-2013-03840, 1225714-2013-03841.

Event description:
The plaintiff's attorney alleged that the patient experienced metabolic alkalosis and cardiac arrest and subsequently expired, which is alleged to have been caused by the product administered to the patient during dialysis treatment. The patient received dialysis treatments over a period of approximately two years.